Event description:
The customer reported that device used with massimo spo2 is not alarming. Spo2 was connected to the patient and giving normal readings, suddenly the readings drop to zero and the monitor not giving alarm. There was no injury/harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. Based on the information provided by the field service engineer (fse) there was a configuration issue. The (fse) indicated the issue was resolved by having one of their application specialists configure the spo2 settings to (high & low alarm delay to 2 sec and desat delay to 5 sec) of the x3. The monitor works normally. No parts were replaced. After the applications specialist adjusted the configurations of the unit, it worked to the customer's specifications. Device remains at customer site.